Manufacturer narrative:
On (B)(6) 2019, for better codification, mentor excluded the patient code capsular contracture, and added wrinkling and breast pain instead. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: not explanted as of this report but the issue is capsular contracture. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a primary breast augmentation with mentor memorygel 600cc silicone breast implants which the patient reported that about 1 month after the surgery she was still swollen and the doctor said she is ok. Her right side feels like there is something there and not right with a dull achy feeling. Another doctor told her she has double bubble on both sides. Implants are hanging lower then before her surgery. She can't wear a regular bra anymore. She wakes up sore every morning and has pain in between her breast when bending over, these issue happened after implantation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right side.